Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer cribriform was chosen for implant using a 8f amplatzer torqvue delivery system. During the implantation, the occluder took form of a bulbous deformation in the left atrial portion even after repositioning numerous times. The deformed device was never released from the delivery cable while inside the patient. There was no interaction with the cardiac structures during deployment and no angulation/kink was observed in the delivery system. The procedure was completed using a different 25mm amplatzer cribriform. It was noted that there was no clinically significant delay and patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. One photo was received from the field showing the deformed device outside of the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.